Manufacturer narrative:
The tubing that was kinked failed to provide proper oxygen to patient. This caused a desaturation which hospitalized the patient. Based on the reported information the criteria for reporting an adverse event have been met.

Event description:
Tubing is too thin, causes kinking at patient end and o2 end. Two patients have not had adequate oxygen delivered.

Event description:
Tubing is too thin, causes kinking at patient end and o2 end. Two patients have not had adequate oxygen delivered.

Manufacturer narrative:
The tubing that was kinked failed to provide proper oxygen to patient. This caused a desaturation which hospitalized the patient. Based on the reported information the criteria for reporting an adverse event have been met. Complaint history has been reviewed for the past 24 months, and there are no other complaints that pertain to the defect listed. This is not a trending issue at this time. The situation should be monitored to ensure there is no escalation of this issue. Inventory was reviewed to ensure there is no more product with said lot number and part number. Customer notification has been completed for the issue. Further communication will be notated if needed. Ra: this failure mode (r68) for kinked tubing is identified in the risk analysis file RMA-20017c. The severity of harm is a major (6) and does not meet the threshold for carb review.